Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, the unit had a system error, red alarm, 5 beeps and an o2 error. The patients claims that their o2 levels dropped due to the poc not working. The patient stated that there was no other source of o2. The patient has not responded to requests for additional information.